Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining on the top and bottom of the fiber bundle. Pressure integrity testing was performed at 1 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device. Reason for return was visually confirmed by the blood staining on the top and bottom of the fiber bundle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to d.4. Expiration date and h.4. Mfg date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure involving the pixie oxygenator, blood was noted in the exhaust line, indicating a leak in the oxygenator. This leak resulted in donated blood loss of less than 10mls and plasma breakthrough occurred. The issue was identified as the customer was about to go on bypass. The exhaust line was removed, and the sweep was turned on, causing red/pink foam to pour out of the exhaust port. A backup oxygenator was primed and spliced in, allowing the procedure to be completed. There was no patient involved. Medtronic received additional information that the device was primed with blood.